Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an oversensed episode was observed on the right ventricular (rv) lead. The episode was a stored non-sustained ventricular tachycardia (vt) that occurred during the automatic lead impedance test. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.